Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump reset unexpectedly. Subsequently, the pump time and date were incorrect. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Customer¿s blood glucose level was approximately 113 mg/dl.